Event description:
It was observed that during the device evaluation, the subject device had exhibited interference in the image due to the shaking of the cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, probable causes for the malfunction could be damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause was expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.